Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 slidemaker was leaking and that there was fluid in the right tray. Customer reported that the leak appeared to be diluent and diluted blood. Customer reported that the volume of the leak was approximately 30 ml. Customer reported that the leak was confined to the instrument. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a diluent line through a pinch valve had been worn. The fse replaced the line.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).